Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The physician attempted to retrieve the taxus liberte' 3.5 x 12 mm drug eluting stent from a calcified coronary artery. During retrieval, the stent came off of the balloon in the femoral artery. No pt complications occurred. This product is only ous approved but it is similar to a marketed us device.